Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the microblender having issue has whistling leak form one of the ports. As of this time there is no information about patient involvement associated with this reported event.